Event description:
According to the reporter: occurred during use of the device. The stapler was not able to fire. The surgeon was able to press the green firing button but could not squeeze the handle. No patient involved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.